Event description:
It was reported that the device was explanted after implant duration of zero days, due to an "obstruction of the coronary ostia." No further details were provided. Information learned from implant patient registry and through follow-up with the surgeon.

Manufacturer narrative:
Obstruction of the coronary ostia. Device not returned.